Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female pt, the device displayed a "check pads" message and a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.